Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -07.00 diopter, during the same surgery due to lens tear/break during loading. The lens rupture was due to snagging while loading injector. The lens was replaced with another same model/length lens and the problem was resolved.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).